Manufacturer narrative:
Investigation summary bd received four photos for investigation. In photo 1, four vacutainer tubes are displayed on a table, which also shows some blood stains. Photo 2 depicts three vacutainers and a fbn vacutainer holder containing blood. The rubber sleeve of the fbn sample is not clearly visible in the photo as it is obscured by the vacutainer holder. Photo 3 illustrates the top surface of the caps of three vacutainer tubes, where blood is observed on the cap's surface. Photo 4 displays a fbn sample attached to a vacutainer holder, with blood observed in the holder. The rubber sleeve of the fbn sample appears to be fully visible in the picture. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® flashback blood collection needle, blood leaked from two (2) devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) address: no. (B)(6) facility name: (B)(6) hospital a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® flashback blood collection needle, blood leaked from two (2) devices. No adverse impact was reported regarding the patient or user.